Manufacturer narrative:
Device evulation sign off date was 01/06/2020.

Manufacturer narrative:
The pump was returned for analysis and it was found that the physical condition of the pump was good. The customer's issue was verified. The pump was found to be displaying "1870" error code alarm message during the investigation. The motor will be replaced to resolve the issue.

Event description:
Information was received indicating that a smiths medical cadd-legacy plus pump presented with error "lec 1870". There were no reported adverse events.